Event description:
Drug/diluent: ropivacaine 0.2%; fill volume: 500 ml; flow rate: 14 ml/hr; procedure: right shoulder scope; cathplace: interscalene block; infusion start date: (B)(6) 2012; infusion end date: (B)(6) 2012. Anesthesiologist reported that a pt had right shoulder scope. The catheter was placed on (B)(6) 2012. Pt had surgery, went home and did well on (B)(6). Anesthesiologist called the pt the next day and found out from the pt's wife that he was in pain. The anesthesiologist told the pt's wife to turn the pump up to 14 (wife said it doesn't seem like pt was getting any medication). Anesthesiologist called back at noon (same day) and the pt's wife said nothing happened. Anesthesiologist instructed her to unscrew the catheter from the pump and leave it unscrewed at 14. The pt's wife said it was running fine then and that the medication was coming out.

Manufacturer narrative:
Method: sample will not be returned to MFR for eval and investigation. Conclusions: this is an unusual event. Since no sample was returned, I-flow is unable to confirm through visual examination that the catheter is an on-q product. Without the actual product no further conclusion can be drawn. Horner syndrome is identified in the literature as a potential complication of interscalene block. In one study, (B)(4) of pts receiving interscalene block, (n=221), developed horner's syndrome. (Wiegel m, et al. Anesth analg 2007;104:1578-82.) If add'l info pertinent to this complaint or the sample is received, a f/u report will be filed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate. The anesthesiologist said there is probably something blocking the catheter. Anesthesiologist instructed her to pull catheter and she said ok (still around noon). Anesthesiologist called around 5-6 pm and asked how the pt was doing. The pt's wife said he is doing great and had no more pain. Anesthesiologist was confused as to how that happened since there was something blocking the catheter. The pt's wife said she went and bought a syringe and injected medication from pump into the pt. Anesthesiologist does not know how she got the medication out of the pump. Pt developed (droopy eye) horner syndrome due to over medication. Anesthesiologist said to stop running the pump at 14; that (14ml/hr) is too much medication. Infusion ended on ((B)(6) 2012). Pt is fine. Pump model: cb004, catalog #: 101347200, lot #: 0200564484. Pump assembly is not packaged with a catheter.